Event description:
The previous report specified an issue with the benchmark instruments which may have not been conclusive. In-process studies suggest that the staining fluctuation may be attributable to mixing difficulties on the slide. The slides used by the site with the painted box appear more susceptible to the variation than superfrost plus. The exact nature of the mixing inconsistency is under investigation.